Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that the adaptive stimulation increased on its own about a month and a half prior to the report. The amplitude was increased from 1.1v to between 1.8v and 2v and this happened about 12 times before. For troubleshooting, the rep programmed the patient¿s upright and mobile amplitudes to be the same as the upright amplitude; it was noted that the patient would try the new settings and see if the issue resolves. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as spinal pain.